Event description:
Revision surgery - the pt had a pseudocyst near the joint. Possibly due to metal on metal wear. The surgeon excised the damaged tissue and replaced it with an x-alt poly and ceramic head.